Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("e-free") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic full hysterectomy keeping). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("robotic full hysterectomy keeping ovaries, e-free") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic full hysterectomy keeping ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("left coil is migrated") in a 26 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017 she experienced device dislocation (seriousness criterion intervention required). On an unknown date she experienced pelvic pain ("lot of pain"). The patient was treated with surgery (robotic full hysterectomy keeping ovaries). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: date of birth and essure insertion date provided. The imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("left coil is migrated") in a 26 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017 she experienced device dislocation (seriousness criterion intervention required). On an unknown date she experienced pelvic pain ("lot of pain"). The patient was treated with surgery (robotic full hysterectomy keeping ovaries). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left coil is migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("lot of pain"). The patient was treated with surgery (robotic full hysterectomy keeping ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event medical device removal was updated to left coil is migrated and lot of pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left coil is migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("lot of pain"). The patient was treated with surgery (robotic full hysterectomy keeping ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("right essure had become dislodged and was outside of the uterus, in the peritoneal cavity") and device breakage ("metallic coil fragment in the left fallopian tube") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervicitis, pelvic pain, abdominal pain, anemia, gerd, kidney stones, preterm labor and vaginal bleeding. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and removal of malpositioned essure device). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. The reporter commented: cross referenced with plaintiff case number: (B)(4). Discrepancy noted: insertion date: as per argus (B)(6) 2016. As per mr (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: there is a metallic coil located at the left cornu (approximately 2.5 cm in length). The myometrium is pink-tan, coarsely trabeculated, with a greatest thickness of 1.8 cm. The fimbriated fallopian tubes are purple gray, congested. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right essure had become dislodged and was outside of the uterus, in the peritoneal cavity") and device breakage ("metallic coil fragment in the left fallopian tube") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervicitis, pelvic pain, abdominal pain, anemia, gerd, kidney stones, preterm labor and vaginal bleeding. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced device dislocation (seriousness criterion intervention required). At an unknown time, she experienced device breakage (seriousness criterion intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and removal of malpositioned essure device). At the time of the report, the outcome of pelvic pain was unknown. Essure was removed on (B)(6) 2017. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure administration. The reporter commented: cross referenced with plaintiff case number: (B)(4). Discrepancy noted: insertion date: as per argus: (B)(6) 2016; as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: there is a metallic coil located at the left cornu (approximately 2.5 cm in length). The myometrium is pink-tan, coarsely trabeculated, with a greatest thickness of 1.8 cm. The fimbriated fallopian tubes are purple gray, congested. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.